Event description:
It was reported that the device was explanted approximately after implant duration of 11 months, due to unknown reasons. Patient also had another device explanted. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model # 2700, was explanted. Refer to MFR report # 6000002-2008-08548.

Manufacturer narrative:
Device not returned.